Manufacturer narrative:
Product ID 8780, (B)(4), implanted: (B)(6)2017 explanted: (B)(6)2018 product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the patient had catheter revised on (B)(6)2018. The patient had an adverse reaction to adjustments. Each time the level was adjusted, the patient experienced full body stinging and aching. The stinging would fade in days while aching would persist all time. "In two weeks", the patient's level was adjusted and stinging began again. The aching never stopped and only intensified greatly after an adjustment. It was not the case before revision. The patient was experiencing more pain in lower 1/2 of body at the time of the report than the pain in skull and ziconitide still worked so well on skull pain. The patient was using hydrocodone to control this new pain. No further complication was received.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (hcp regarding a patient who was receiving prialt/ziconotide, 25 mcg/ml concentration at 2.1 mcg/day dose via intrathecal drug delivery pump for non-malignant pain. It was reported that lack of efficacy in last two weeks occurred. For environmental/external/patient factors that may have led or contributed to the issue, the patient denied any falls. Dye study was performed, it showed that catheter tip was out of the intrathecal space. Dye was spilling out pump connecting pin. The patient would be referred back to neurosurgery. At the time of this report, the issue was not resolved and patient status was alive-no injury. The surgical intervention was planned but it had not been scheduled. Patient rate was decreased to minimum rate. No further complications were reported.

Manufacturer narrative:
Eval code-conclusion 22 is no longer applicable to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that pain clinic did another dye study because patient was complaining of burning feeling to body, like fire ants when therapy reinitiated after catheter repositioned. Per patient, the patient had lumbar puncture to assure no infection, pump was turned down to minimum rate to alleviate symptoms. After dye study and rotor study today were all fine, dose was reinitiated at 1.2 mcg/day and would titrate slowly. No further complications were reported.